Manufacturer narrative:
The reported even of high capture thresholds was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for an unknown reason. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient condition was stable.